Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that after use with the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield fell off. This occurred approximately 10 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer states safety shield is falling off after use and prior to disposal. Customer states safety falling off during activation. There were no reported healthcare worker needle sticks related to reported complaint.

Event description:
It was reported that after use with the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield fell off. This occurred approximately 10 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer states safety shield is falling off after use and prior to disposal. Customer states safety falling off during activation. There were no reported healthcare worker needle sticks related to reported complaint.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."